Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen displayed the automatic repair message and station was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(4) was performed from the date of manufacture, 29-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) confirmed that the windows was corrupted. So, the fse reimaged to 1.11, then configured and synchronized. The system functioned as intended after the field service engineer repaired the device.